Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Screw fell out of bottom of mics handle, which led to plastic handpiece also falling off onto floor during bone resection. Surgical delay- =15 minutes. Case type: tka.

Manufacturer narrative:
Reported event: screw fell out of bottom of mics handle, which led to plastic handpiece also falling off onto floor during bone resection . Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. CAPA 2127499. Product history review: device history records indicate 25 devices were manufactured under prodex lot k09zp and accepted into final stock on 08/03/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k09zp shows 09 additional complaint(s) related to the failure in this investigation. Conclusions: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704, CAPA 2127499 and CAPA 1452931 are associated with the failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Screw fell out of bottom of mics handle, which led to plastic handpiece also falling off onto floor during bone resection . Surgical delay- =15 minutes. Case type: tka.